Event description:
Received info indicating multiple occurrences where the customer's pump shut down unexpectedly. Each time, the pump had around 30% battery life. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.